Event description:
While using the fenestrated bipolar grasper, attending surgeon noticed that the distal shaft of the instrument junction began to the grasper began to spark and burn. The instrument was immediately removed from the patient, and no tissue injury to the patient was observed. The defective instrument was removed from service, given to supervisor. A new fenestrated bipolar was then opened and used without further complication.